Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Device is programmed per advisory recommendations. No adverse patient effects were reported. This lead remains in service.